Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012520189 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03977 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.01233 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00578 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the clinical issue (tamponade and pericardial effusion) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial tamponade during the operation. The ablation was halted and pericardiocentesis was performed to treat the tamponade and effusion. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: afapro28 product type: balloon catheter product ID: 2ach20 product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.